Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a repositioning procedure, the right atrial lead was unable to be disconnected from the device header. The physician was unable to determine if the ra lead or the set screw was the cause of the event. The device and the proximal end of the ra lead were explanted and replaced to resolve the event. The patient was in stable condition. Related manufacturer report number: 2017865-2021-00919.

Manufacturer narrative:
The reported event of inability to disconnect the lead from the device header was not confirmed. As received, only the connector end of the lead was received for analysis. Visual inspection of the lead revealed no anomalies with the exception with damage occurring at the time of procedure. Additionally, dimensional analysis of the connector pin, front seal, connector ring, and connector boot revealed all were within required performance specifications.